Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section a-5 patient ethnicity: unknown/asked information unavailable. Section a-6 patient race: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimation date is between (B)(6) 2024 and (B)(6) 2024 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the diu225 model intraocular lens (iol) was implanted into the patient¿s ocular sinister (left eye). In a secondary surgical procedure, the iol was explanted due to complaints of lens malposition. The explanted iol was replaced with the same model lens but with a different diopter, diu225 13.0 diopter iol. There was no patient injury and no medical or surgical intervention. Patient status post-lens exchange was reported as fine. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 18-jun-2024 . Section h-3: device evaluated by manufacturer: yes. Device evaluation: half of a lens was received in a gauze. The lens was received under magnification. The lens half was cleaned and presented with no issues that would have caused or contributed to the complaint event. Complaint issue "instability of device after implantation" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issue reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.